Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test passed with 0.21 voltage. A pairing/download test with (B)(4) bluetooth device was performed and passed. There was no data log available to review. A bin file analysis was performed and fatal errors were found.the probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.